Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred towards the end of the treatment. The blood leak was internal, and it was confirmed to be visually observed. Leading up to the event, the 2008t machine was alarming nonstop with elevated venous pressure and transmembrane pressure (tmp) alarms. However, the machine did not give a blood leak alarm. A blood leak test strip was not used, as it was deemed unnecessary. There was no physical damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noted, the blood pump was stopped. It was documented in the patient safety event report that they attempted to return the patient¿s blood and were unsuccessful. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not undergo any additional treatment. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the dialyzer. There was blood noted throughout the dialyzer, including on the outside of the fibers. During gross visual examination, a delamination was observed in the polyurethane (pu) on the cavity ID end. The delamination was found to be extending from approximately 290° to 110°, with the dialysate ports at 0°. The pu was also noted to be uneven. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred towards the end of the treatment. The blood leak was internal, and it was confirmed to be visually observed. Leading up to the event, the 2008t machine was alarming nonstop with elevated venous pressure and transmembrane pressure (tmp) alarms. However, the machine did not give a blood leak alarm. A blood leak test strip was not used, as it was deemed unnecessary. There was no physical damage or defect noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. After the leak was noted, the blood pump was stopped. It was documented in the patient safety event report that they attempted to return the patient¿s blood and were unsuccessful. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not undergo any additional treatment. The sample was confirmed to be available to be returned for manufacturer evaluation.